Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.